Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump under delivering insulin. Customer¿s blood glucose was 288 mg/dl at the time of incident. Customer stated insulin pump weird after ultrasound. Customer treated with manual injection. Customer experienced symptoms such as nausea and vomiting. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer reports insulin exited at the quick release. The insulin pump will not be returned for analysis.